Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose readings in the 600 mg/dl and stated that infusion set was adhering properly. Customer declined troubleshooting. Attempts were made to contact customer for further information.